Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line. This event occurred during the initial drain of peritoneal dialysis while the patient was connected. The patient stated that they use a patient line extension and that was where the leak was coming from. The patient started initial drain and noticed wetness, so they clamped off all the lines to inspect. The patient noticed that there was a hole about an inch and a half down from the top of the patient line extension. Product surveillance asked if it was a pin hole, the patient stated it was larger than a pinhole and that it was almost the size of a hole punch. The patient stated they open their supplies with their hands and do not use any sharp objects. The patient did not have any pets that could have caused the hole. The patient ended therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.